Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the locator wings were deployed; however, when the device was being retracted until resistance was felt, the device pulled out of the vessel resulting in a loss of vessel access. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.